Manufacturer narrative:
(B)(4). Investigation summary: one sample of infusion set model 2420-0007, lot 20075355 was received for quality investigation. The customers complaint that the infusion set tubing was torn was verified upon visual inspection. The infusion set tubing shows signs that the tubing has a distinct cut in the tubing. Additional inspection of the packaging received with the sample shows a significant cut on the packaging. A device history record review for model 2426-0007 lot number 20075355 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the cut tubing was determined to be an issue during transportation and storage of the device.

Event description:
It was reported that as lvp 20d 2ss cv was torn before use. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20075355. It was reported that the pump infusion set that was torn when it was removed from the packaging.